Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that after the tourniquet was removed, the surgeon noticed redness and subsequent blistering on the posterior aspect of the thigh. No information was received regarding any treatment the patient received (if any) as a result of the reported redness and blistering. Despite multiple follow up attempts with the customer, no additional clinical information was received prior to this report. The reported device was retained by the hospital.